Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field or MRI. The customer reported hypoglycemia, loss of consciousness, hypoglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1886l. Troubleshooting was performed. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. Mmt-1886l was requested and customer response was the device will be returned.

Event description:
It was reported to medtronic minimed that the customer experienced a led anomaly (transmitter did not blink when connected to sensor). Customer reported blood glucose value of 42 mg/dl. The customer reported loss of consciousness and hypoglycemia. Emergency medical services was dispatched and the customer was treated with IV glucose. Transmitter did not blink as expected when connected to the tester nor removed from the charger. Tech support advised that the transmitter's led light may not be working properly. No further patient complications were reported. Return of mmt-1886l was requested and customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No motor displacement anomaly noted during testing. The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 19-jul-2024 in the pump history file. (B)(6)2024 01:13:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:18:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:23:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:28:38.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:38:22.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:43:22.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 01:48:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 07/19/2024 01:53:22.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 02:03:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 02:08:22.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) please see below for the daily total of all insulin delivered on the event date 19-jul-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered: 686000 (68.6 u) dailytotalofbasalinsulindelivered: 200000 (20 u) dailytotalofbolusinsulindelivered: 486000 (48.6 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 19-jul-2024 in the pump history file. 07/19/2024 18:21:50.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-jul-2024 in the pump history file. (B)(6)2024 10:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 09:26:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 12:57:25.000 batteryremoved (55) (B)(6)2024 12:57:25.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 07/15/2024 12:57:40.000 batteryinserted (44) (B)(6)2024 12:35:26.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 13:05:27.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 7:14:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. Sensorerroralert (801) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.